Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported patient¿s expiration could not conclusively be determined. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital with a right cerebellar stroke. The patient presented with difficulty with speech. At the time of the event the patient was on warfarin and inr of 2.6. A right frontal external ventricular drainage device was placed and a CT showed subarachnoid hemorrhage and hydrocephalus. The patient expired on (B)(6) 2016 due to subarachnoid hemorrhage. No additional information was provided.